Event description:
The customer reported to baxter (B)(4) of a flo-gard IV solution administration set in which the tubing on the set is molded together. The condition was discovered before use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Event description:
It was reported by baxter (B)(4) that the reservoir of an infusor lv10 device had ruptured during patient use. According to the report, the patient was undergoing an antibiotherapy when the reservoir ruptured and blood backflowed. The patient was receiving therapy through an implantable chamber. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, per the customer. Therefore, the reported condition of "ruptured reservoir" could not be confirmed. Should the sample or additional information be received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Corrected data: baxter has conducted a trend review and found that similar reports have been received for the reported issue of "ruptured reservoir". The root cause investigation for this condition is in progress through CAPA# (B)(4). This information was available at the time the initial medwatch was submitted, however, was inadvertently not included on the initial report.